Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy pump was exhibiting high pressure alarm during remodulin infusion. It was reported that troubleshooting was unsuccessful, and the end user went to the emergency room for evaluation of the central line. Per reporter the emergency room representative advised the end user that the extension tubing was defective. Remoulin 1 mg/ml united therapeutics. Dose; 60 ng/kg/min intravenous. Continuous 10/20/2021 to current. Lot: 939655 exp: 08/31/2023. Pulmonary arterial hypertension (pah).